Event description:
Reported event of "surgery related observation/complication" from journal article: "comparative outcomes of laparoscopic adjustable gastric banding in adolescents and adults", surgery for obesity and related diseases 7 (2011) 720-726. This medwatch represents the 3 cases of "malpositioned bands" listed in table 5 of the article.

Manufacturer narrative:
Taper unk. (B)(4). The rptr of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of surgery related complication/observation as follows: "complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risk associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."